Manufacturer narrative:
27-may-2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Tampon is stuck inside of me [foreign body in reproductive tract]. String came off tampon [device breakage]. When I went to pull it out the string totally came off and the tampon is stuck inside of me [complication of device removal]. Case description: consumer reported via social media that the string came off the tampon when she went to pull it out. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon is stuck inside of me [foreign body in reproductive tract]. String came off tampon [device breakage]. When I went to pull it out the string totally came off and the tampon is stuck inside of me [complication of device removal]. Consumer reported via social media that the string came off the tampon when she went to pull it out. No serious injury was reported.